Manufacturer narrative:
Other related device implanted: contralateral leg component. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications.

Event description:
In 2009, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Five months later, the patient expired due to infection. The cause of infection is unknown. The devices remain in the patient. An autopsy report was requested, but not provided. Many written and verbal attempts were made to obtain additional information regarding the infection and official cause of death, but additional information has not been provided.